Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bct-2 batch 15434588 was received for evaluation. Visual evaluation revealed that the eyelet was bent, as well as the inner shaft tube. Functional testing was not performed due to the device damage. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.

Event description:
On 8/19/2025, it was reported by a sales representative via email that an ar-2324bct-2 biocomposite swivelock metal shaft bent upon impacting the eyelet. This was discovered during an acl repair procedure on (B)(6) 2025. Additional information was received on 08/27/2025: during the procedure, the eyelet of the ar-2324bct-2 biocomposite swivelock broke off inside the patient. All fragments were successfully retrieved. The case was completed using another ar-2324bct-2 biocomposite swivelock and the same technique. The procedure experienced a brief two-minute delay, and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.